Event description:
Neonate receiving tpn compounded by this device experienced hyperglycemia, with blood glucose level reported as 300 mg/dl. As a result of the hyperglycemia, the staff question whether the tpn had the correct amount of dextrose. The tpn was taken down and saved for testing. The chemistry lab at the hospital tested the tpn solution and using their equipment, the solution tested high for dextrose. Initially the staff felt there was a compounder problem. The staff suspected this compounder was inaccurate, and requested the compounder be evaluated for both overfill and underfill. This compounder was then taken out of service and sent in for eval. According to the rptr, the pt was already receiving insulin intravenously at the time of the hyperglycemic episode, and the dose was adjusted per phsyician's orders. There was no report of pt injury.